Event description:
In 10/05, a gambro clinical specialist, while training at a hospital, learned of an alleged hemolysis incident that had occurred in 05. Hospital had not notified gambro renal products of this incident. The clinical specialist was told that in 05 a dialysis patient had been admitted to the hospital on sunday, (assumed to be 10/05) for gastrointestinal issues. The patient was not hospitalized in the hospital system, therefore, records from this hospitalization are lost to follow up. However, upon return to the hospital dialysis unit, it was noted that the patient had an elevated ldh. Therefore, concluded that the patient had actually suffered a hemolytic event.